Manufacturer narrative:
Customer did not have this information . A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that patient had a tag on a capsulotomy and while injecting the viscoelastic noticed it floated the disc away. Doctor explained that the case went as normal until she injected the lens and noticed the lens was falling. She was able to remove the lens but left the eye aphakic and patient will be seeing a retinal specialist. She then further explained when she enlarges the pupil size manually, she finds getting tags on her capsulotomy. No further information was provided.